Manufacturer narrative:
Findings: pump received with partial missing segment due to cracked and bleeding lcd and also cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he could not see the screen. The customer reported that the screen on the insulin pump was hit against the wall. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.